Event description:
Pt implanted 5/15/1998 in the nasolabial folds and lower vermilion border. Onset of infection, implant extrusion and displacement 5/1998 in both nasolabial and perioral areas. Implants explanted 5/1998 and 7/29/1998.